Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with prolift sacrospinous ligament vault suspension and anterior/posterior repair.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat severe symptomatic cystocele/rectocele and stress urinary incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.